Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) due to the device being inoperative. A spectra penile prosthesis(spp) was implanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Investigation summary: based on the information available, product analysis was unable to confirm the reported event. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams700 momentary squeeze (ms) pump was leak tested and visually inspected; no visual damages were found upon inspection. Under microscope examination it was observed that the kink resistant tubing (krt) (cylinder) between the window quick connectors (wqc) was fatigue and worn down to filament and exposed suture was present. No leaks were found. The wqc was identified to be worn from undetermined source. The contamination was found inside pump. The pump was not functionally tested due to contamination. Labeling review: the device instructions for use (IFU) was reviewed. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to revise a spectra penile prosthesis(spp) due to the device being inoperative. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.